Manufacturer narrative:
If implanted, give date: unknown, the information was not provided. If explanted, give date: n/a (not applicable). There was no indication that the lens was explanted. (B)(4). Device evaluation: the device was received at the manufacturing site for investigation. The plunger was in advanced position and lock. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection using the microscope magnification was performed and the pushrod was exposed out of the cartridge tip. Lubricant material residue was observed in the device. There was no lens returned inside nor outside the device. No defect/damaged was observed on the cartridge tip. The reported issue was not verified. The condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no non-conformance report (ncr), discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. Historical data analysis: a search on the complaint history performed on august 22, 2018 revealed that (B)(4) additional complaint was received from this production order, which their investigations concluded that there was no indication of a product quality deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of noticing stress fractures on the injector of the pcb00 monofocal intraocular lens (iol). The cartridge tip cracked as the lens passed through the distal end of the device. It was indicated that the pcboo model has been with power down to the low 20s, so not limited to high power and that the doctor has saved the device to return that has been observed to have pronounced crack on it. It was reported that there was no injury, and that the patient is doing fine post-surgery. There was no incision enlargement, no vitrectomy and no medical or surgical interventions required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Correction on section: results code: initial MDR (medical device reporting) inadvertently included (B)(4) but it should be omitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.